Manufacturer narrative:
Insulin pump was received with no down button response due to flattened button dome switch. No button error alarm noted during testing. Unable to verify operating currents including low battery, off no power alarm, perform rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery, displacement, and unexpected restart test due to no down button response. No blank display or display anomaly noted during testing. Insulin pump was received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, and crack on battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.